Event description:
In 2005, a patient received the gore excluder aaa endoprosthesis. A CT taken in 2006 revealed the presence of a type ii endoleak. The aneurysm sac had not enlarged. An unsuccessful attempt was made to coil the lumbar arteries feeding into the type ii endoleak. Fifteen days later, both devices were explanted and discarded during an open surgical conversion. The patient is reported to being doing well at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: device pxc141400/lot was also involved in this event.